Manufacturer narrative:
The awareness date for the previous additional report should have been (B)(6) 2019 rather than (B)(6) 2019.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2019-04522. 1627487-2019-04524. 1627487-2019-04525.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2019-04522, 1627487-2019-04524, 1627487-2019-04525. It was reported that the patient was not getting effective therapy. Surgery may occur to address the issue.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2019-04522. 1627487-2019-04524. 1627487-2019-04525.